Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's device started squirting out insulin when filling tubing. The customer's blood glucose level at the time of incident was unknown. It was reported that the set had been changed and insulin was not squirting out. It was reported that the reservoir would be replaced and returned for analysis.

Manufacturer narrative:
Reliability analysis evaluated two opened/used reservoirs. Inspected the reservoirs, snap-cap, and septum for anomalies, and none were found. Ran occlusion testing and no occlusions were noted.